Event description:
Zoll cooling catheter placed in cardiac arrest patient approx. After one hour, staff noticed the saline bag was running dry. Tubing and all connections checked for leaks, none found, so patient dressing was taken down, and fluid was noted to be spraying from hole in catheter directly at the insertion site. Catheter was then removed, without apparent adverse effect to patient. FDA safety report ID # (B)(4).